Manufacturer narrative:
Findings: pump passed displacement test, rewind, basic occlusion, occlusion, prime no delivery and motor tests. No motor error alarm noted. Unit had intermittent button response due to keypad connector on lcd board unlocked. Unit had scratched lcd window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The customer's blood glucose level was 132 mg/dl at the time of the incident. The customer stated that the buttons do not respond. The customer reported a motor error alarm a month prior. The customer sent the product back for analysis.